Event description:
It was reported that the patient had high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was replaced to address the issue. Therapy was restored post-operatively. It is unknown which lead had high impedances.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.